Manufacturer narrative:
Section d6b: date of explant is unknown.

Manufacturer narrative:
Information regarding patient weight was not provided. Date of event is estimated. During processing of this incident, further information regarding event details was not provided. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000039085. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain shocking sensations. Surgical intervention was undertaken wherein the system was explanted.